Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the set for evaluation. Visual inspection showed a hole in the tubing. The tubing appeared to be burned at the location of the hole, resulting in a leak. The cause of this event was determined to be due to operator error during the production process. To address this issue, operators performing this step will be retrained. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of a colleague solution set. This was found during priming. There was no patient involvement. No additional information is available.